Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was alleged under delivery while getting high blood glucose level on the days when changed the set or the end of the 3 days prior to changing the set. Customer treated high blood glucose level with insulin pump. Customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of reported high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.